Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 7078547, model/catalog description: artisan lead 50 cm, unique identifier (UDI) #: (B)(4).